Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced damage, under delivery from insulin pump and a hyperglycemic event that persisted for more than four hours. The hyperglycemic event was treated with an intravenous (IV) insulin drip, fluid therapy, an emergency room (ER) visit, and hospitalization. The customer also experienced diabetic ketoacidosis (dka), which was treated with an intravenous (IV) insulin drip, insulin injections, and hospitalization. The customer further experienced feeling sick/unwell, nausea, vomiting, and fatigue/weakness, all of which were treated at the hospital. The event involved product(s) unk_reservoir, mmt-1880l and unomedical. Troubleshooting was performed for hyperglycemic event and, it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event; however, the auto mode/smartguard feature was not active at the time of the event. Troubleshooting was performed for damage on pump allegation and the pump was found to exhibit physical damage in the form of a crack located on the case at the battery tube side, which was confirmed to be affecting pump functionality. No further patient complications were reported. No product return is required for unk_reservoir and unomedical. Mmt-1880l was requested and customer response was the device will be returned.